Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported there were catheter complications and they were doing an MRI to check the placement of the ¿leads.¿ the pump was used to deliver morphine.